Event description:
It was reported that the right atrial (ra) lead of this pacemaker system exhibited pacing impedance high out of range. Technical services (ts) recommended further evaluation. This pacemaker remains in service. No adverse patient effects were reported.